Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that the battery of an 840 ventilator was unable to hold charge. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The service engineer (se) inspected the device and found the issue was with the graphic user interface (gui) printed circuit board (pcb). The se replaced the gui pcb. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.